Event description:
Reporter indicated that a vns pt experienced bradycardia during the intraoperative systems diagnostics testing in his full revision surgery. It was reported that the pt has pre-existing bradycardia. Additionally, the patient's prior vns device had been programmed off since 2001. The surgeon proceeded with the implant and successfully completed the revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date.